Event description:
It was reported that an instance of noise was observed on the right ventricular lead of an asymptomatic patient via remote transmission. The device was reprogrammed and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.